Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump cartridges were being declared as empty sooner than anticipated by the customer. The customer was unable to confirm if this was due to normal pump operation or if the fill estimates were inaccurate. Blood glucose was 200-300s mg/dl. The pump supplies were changed resolving the issue and insulin delivery was resumed. As the customer was not using the pump for insulin therapy at the time of the report, troubleshooting to determine a possible cause could not be completed.